Event description:
The caller stated that the medical records showed information about the patient having revisions. When asked for details about the revisions, the caller stated that the patient had an axonics system implanted and any revisions were related to that device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).